Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd received 1 photo from the customer facility for investigation. Based on the evaluation of the photo, bd observed a tube that had no label printed on it. Further investigation activities were conducted, and a potential root cause has been identified. Additionally, a manufacturing device history record review of the incident product could not be performed as the lot number was not available for review during the investigation. Conclusion: the root cause / potential root cause for the missing label was determined to be either a crash at the banding wheel and the tube was not removed, or the banding wheel ran out of ink and the operator missed that tube during the clearance of the bed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the lot number was not printed on the bd vacutainer® k2edta tube. No serious injury or medical intervention reported.